Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete customer information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg stopped communicating with external devices. A company representative confirmed that the ipg was inoperable and not providing stimulation. In turn, surgical intervention may be taken to replace the ipg.